Event description:
Boston scientific became aware of an event involving a 10mm x 10mm and 15mm x 10mm axios stents and electrocautery enhanced delivery systems through the article "electrocautery-enhanced lumen-apposing metal stents in the management of symptomatic pancreatic fluid collections" by dr. Jose nieto, et al. Both sizes were used during the study and were implanted in 30 patients to treat a symptomatic pancreatic pseudocyst > 6cm in size and walled-off necrosis > 6cm in size with 70% fluid content during stenting procedures performed from june 03, 2014 to january 29, 2015. The study discussed the safety and efficacy of the final iteration of the technology of an electrocautery-enhanced lumen apposing metal stent (elams) and compared the procedure to a non-cautery lumen-apposing metal stent (lams). According to the literature, on an unknown date, post placement procedure, luminal obstruction was noted in 4 patients. Of the 4 patients, 2 patients had already resolved collections despite partial stent occlusion. The other 2 patients required debridement of tissue overgrowth at 30 days post placement procedure and internal irrigation of the cyst to achieve resolution of the pfc at 60 days post placement procedure. One patient had minor tissue ulceration near the proximal flange of the axios stent which was healed spontaneously after 7 days. One patient had significant bleeding on the cystgastrostomy tract during stent removal 37 days post procedure. Subsequently, the stent was removed with rat-tooth forceps. The patient was treated with epinephrine injection and endoscopic clips to achieve hemostasis. The patient was observed overnight and was discharged the following day without any further bleeding. Furthermore, one patient encountered a rash on the forearms and legs due to an allergic reaction to nitinol and was resolved after stent removal. Lastly, one stent was dislodged during an extensive necrosectomy. Subsequently, the stent was removed with forceps without difficulty. Note: it is unknown whether the 10mm x 10mm or the 15mm x 10mm axios stent encountered the reported events. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the first procedures were performed. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: nieto, j., mekaroonkamol, p., shah, r., khashab, m., loren, d., waxman, I., edmundowicz, s., willingham, f. Electrocautery-enhanced lumen-apposing metal stents in the management of symptomatic pancreatic fluid collections. Results from the multicenter prospective pivotal trial. J clin gastroenterol 2023;57:218-226. Doi: (B)(4). Patient code e1714 captures the reportable event of rash. Patient code e0506 captures the reportable event of bleeding post stent removal. Patient code e2015 captures the reportable event of ulcer. Imdrf impact code f23 is being used to capture the reportable additional intervention of tissue debridement and internal irrigation. Imdrf impact code f2202 captures the endoscopic procedure. Imdrf device code f2301 captures the endoscopic clips. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a010402 captures the reportable event of stent migration.